Manufacturer narrative:
Internal reference number: (B)(4). This complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from a post market clinical follow up activity sponsored by smith and nephew. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that the patient suffered from an infection with purulent discharge and osteomyelitis 3 weeks after having a fracture fixation surgery of the left tibia using the trigen tibial meta-nail system. The patient underwent I&d procedure on (B)(6) 2016. The patient was not achieving union and underwent an additional surgery on (B)(6) 2022 to repair the non-union with hardware removal and application of multiplane external fixation system. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Event description:
It was reported that the patient suffered from an infection with purulent discharge and osteomyelitis 3 weeks after having a fracture fixation surgery of the left tibia using the trigen tibial meta-nail system. The patient underwent I&d procedure on (B)(6) 2016. The infection of this patient was deemed as chronic and the patient underwent subsequent surgical interventions resulting in segmental bone loss and an anterior tibial soft tissue deficit with hardware at the base. Primary procedure was performed on (B)(6) 2016 as a result of a motor vehicle accident. This incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known, and it is not possible to collect it. We do not have the opportunity to identify individual hcps and revisit negative feedback to retrieve further information.

Manufacturer narrative:
H10. Additional information in b5, d4, d6a, d10. H11. Corrected information in h6 (code e and f).

Manufacturer narrative:
Given the nature of the alleged incident, the devices could not be returned for evaluation. The clinical/medical investigation concluded that, post-primary final x-rays confirmed ¿adequate restoration of length/rotation/alignment¿, cement spacer made to fill bony void. Npwt vac to traumatic wound. Documentation reveals patient required repeat incision and drainage, antibiotic cement spacer exchanges for purulence/osteomyelitis/long term antibiotic therapy for enterococcus gallinarum, enterobacter cloacae, and deep wound with subsequent surgical interventions including bone grafting due to segmental bone loss and an anterior tibial soft tissue deficit with hardware at the base. This adverse event was most likely related to the severity of the initial traumatic injury of a open displaced comminuted tibial shaft fracture with segmental bone loss and anterior tibial soft tissue deficit and the device had no influence on the event. The patient impact is determined to be the complicated purulent post-op wound infection/tibial osteomyelitis, long-term antibiotic therapy with repeat surgical irrigation and debridement in the presence of anticipated non-union in this poly-trauma patient. For the trigen low profile screw 5.0mm x 32.5mm, the device batch number was not provided, thus, an evaluation of the manufacturing records could and a review of the sterilization records could not be performed. For the rest of the devices, a review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Additionally, a review of the sterilization records revealed the batches were sterilized within normal parameters. For the trigen low profile screw 5.0mm x 32.5mm, a review of complaint history of the previous 12 months revealed similar events for the listed part number, this failure mode will be monitored for future complaints for any necessary corrective actions. For the meta-nail tibial 10mm x 34cm, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. For the rest of the devices, a review of complaint history revealed similar events for the listed part numbers over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for intramedullary nail system revealed in the postoperative care section that early weight bearing should only be considered where there are stable fractures with good bone-to-bone contact. Patients who are obese and/or noncompliant, as well as patients who could be pre-disposed to delayed or non-union, should have auxiliary support. The implant may be exchanged for a larger, stronger nail subsequent to the management of soft tissue injuries. Patients and nursing care providers should be advertised of these risks. Besides, active infections have been identified as contraindications. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.